Event description:
It was reported to resmed (B)(6) that an astral device's battery is not charging. There was no patient harm or injury reported as a result of this incident. MFR ref #30046044967-2015-00004.